Event description:
It was reported that in 2021, a 21 mm trifecta gt valve was explanted after being implanted for less than 4 years. The patient had high gradients and symptoms of stenosis associated with this event. It was observed on explant that the device had severely calcified leaflets. The device was replaced with a non-abbott valve to resolve this event. The physician is surprised by the leaflet calcification with a patient over (B)(6) years old. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of high gradient, stenosis, calcified leaflets, and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.